Event description:
Event description cpi received information that during the attempted implant of the bipolar lead the helix tip broke off and remains in the patient's heart. Another lead of the same model was implanted with success.